Manufacturer narrative:
Device not returned. Hcp emailed with regards to odor, response returned was they have not heard of any further issues. All information known or reasonably known to attelle has been included in this submission.

Event description:
User reported mask had chemical odor. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.